Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via medwatch: it was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and an unknown watchman closure device and a watchman access system were selected to be used. During the procedure it was reported the patient had a pericardial effusion. The incident occurred during the placement of the closure device. The patient was under monitored anesthesia care (mac) sedation and suddenly developed difficulty breathing and bradycardia. Intracardiac ultrasound showed that the patient had a significant effusion. The patient was intubated, and a pericardiocentesis was completed. About 160cc of fluid was removed. The patient was stable on transfer to the intensive care unit (ICU) with the pericardial drain in place. The closure device was deployed.

Event description:
Reported via medwatch. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and an unknown watchman closure device and a watchman access system were selected to be used. During the procedure it was reported the patient had a pericardial effusion. The incident occurred during the placement of the closure device. The patient was under monitored anesthesia care (mac) sedation and suddenly developed difficulty breathing and bradycardia. Intracardiac ultrasound showed that the patient had a significant effusion. The patient was intubated, and a pericardiocentesis was completed. About 160cc of fluid was removed. The patient was stable on transfer to the intensive care unit (ICU) with the pericardial drain in place. The closure device was deployed.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device was not returned as it remains implanted; therefore, device analysis could not be completed. Device history record review: the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman laa closure device instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (dyspnea) (additional device required) and arrhythmia (bradycardia) (hospitalization, intubation, intensive care). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. The risk review was completed and confirmed that the events of pericardial effusion (dyspnea) and arrhythmia (bradycardia) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.